Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2019 by the journal of shoulder and elbow surgery titled ¿does quality of life influence retear rate following arthroscopic rotator cuff repair?¿. The study reviewed fifty-eight (58) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. Two (2) patients were documented to have had failure (MRI), clinical failure, and reduction loss during the twelve (12) month follow-up period. Ref: zakko, p., et al. (2019). "Does quality of life influence retear rate following arthroscopic rotator cuff repair?" J shoulder elbow surg 28(6s): s124-s130.